Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be due to multiple grasping attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. First clip was implanted successfully. A xtw (lot: 40510a1116) was then attempted to be implanted. Several grasp attempts were made without an acceptable mr reduction. Anterior leaflet was friable so the clip was removed. Possible torn chordae was observed after removal. The procedure ended with mr reduced to grade 2/3.